Manufacturer narrative:
The customer reported the tip of the tru-core fractured off into the tumor being biopsied. There is no device available from the customer for review. There were no defects or deviations noted in the batch record review. It is likely the needle hit a calcified area. The dfu states the device is for use with only soft tissue biopsy. In order for the stainless steel to fracture it is likely the device was used for multiple passes. If the needle is bent on the first pass, and used again the risk of fracturing would increase. The dfu states when used repeatedly in the same patient, the device should be inspected for damage and wear before each core sample is taken.

Event description:
During a biopsy procedure using tru core biopsy device, customer states that the stainless steel tip of the needle broke off the device and was lodged in the tumor being biopsied. The fragment was removed with no injury to the patient.